Event description:
Patient's representative reported "feeling pain in their breast. Ultrasound revealed a 'thin periprosthetic layer of effusion in the left periareolar region'. Patient was diagnosed with 'depressive disorder with anxiety of a prevalent reactive nature'. CT scan showed diffuse lymphadenopathy and "the device has irregular contours" on left side. Patient also reported multiple inflammatory episodes. The device has been explanted.

Manufacturer narrative:
The reported events seroma and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'thin periprosthetic layer of effusion in the left periareolar region" and "multiple inflammatory episodes".

Event description:
Patient's representative reported "feeling pain in their breast. Ultrasound revealed a 'thin periprosthetic layer of effusion in the left periareolar region'. Patient was diagnosed with 'depressive disorder with anxiety of a prevalent reactive nature'. CT scan showed diffuse lymphadenopathy and "the device has irregular contours" on left side. Patient also reported multiple inflammatory episodes. The device has been explanted.